Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pacing procedure the right atrial (ra) lead exhibited placement difficulty due to anatomy, unstable thresholds, intermittent capture, no sensing, under-sensing and small p waves. The lead was reprogrammed and switched off and will not be replaced in the future. No patient complications have been reported as a result of this event.